Manufacturer narrative:
(B)(4). The lens was not implanted and therefore not explanted. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck at the cartridge tube/tip sections. The leading haptic was observed not folded. The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, the haptic of an intraocular lens (iol) was coming out of cartridge and it disengaged from the shooter early. The lens came into contact with the patient. Reportedly there was no patient injury and no vitrectomy was performed, no incision enlargement, and no sutures were required. The surgeon implanted another lens. No further information was provided.